Manufacturer narrative:
(B)(4). Not all fractured parts were returned the product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instruments was returned fractured. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of 0001822565-2017-05494. This report was sent in error and should be voided.